Manufacturer narrative:
Device return evaluation was completed . The customer complaint was confirmed. Image check performed and found no image (black image) with an error b30 (scope communication ) error observed. Furthermore, the following findings during inspection were noted on the device: bending section - ccd shrink tube found cut a-rubber glue (bending tube) - noted with cracks and with snag insertion tube -buckle/minor dent/unusual restriction at deep dent/buckle under boot and with discoloration scope connector - torn boot/eto valve misaligned. Scope connector- wet fluid/before/after aeration and found a corrosion control knob ¿ movement heavy on (up/down) knob. Light guide lens- deep scratches noted. Distal end plastic cover ¿ noted with chips/dents/deep scratches labels on body control unit, worn edges on scope connector noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of no image/unsupported scope found on the device during preparation for use. There was no patient harm, no user injury reported due to the event. Device evaluation found an error b30 (scope communication error) , image problem. This report is being submitted for error b30 scope communication error on device evaluation.

Manufacturer narrative:
A review of the device history record found that the device was repaired on june 20th, 2018. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, fluid invasion/corrosion of the scope connector and tearing of the charged coupled device cable cover in bending section were confirmed and may have affected the event. Previously, a complaint of the same complaint and model device was raised from another facility. The assumed causes are: a) leakage occurred from biopsy channel. B) moisture invaded cope connector. C) plug unit corroded. D) communication with video system center became unstable which led to occurrence of the event. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.